Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1416 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Both patients were reported as 24-year-old females weighing 56 kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The samples were not returned for evaluation. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1416 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Both patients were reported as 24-year-old females weighing 56 kgs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The samples were not returned for evaluation. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. H11: d4 (corporate lot number). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices belonging to the two malfunctions are expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1416 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Both patients were reported as (B)(6)-year-old females weighing (B)(6) kgs.